Event description:
The user facility reports one incident of a leak on the blood line. Although the patient's blood could have been manually returned, unit staff discarded the circuit resulting in ebl = 300 cc. No patient injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Evaluation of the returned sample indicates a small hole in the bloodline material. Since no other complaints have been reported on this lot, the event is considered an isolated incident.